Event description:
It was reported that the device was not able to establish telemetry and no pacing was seen on the electrocardiogram. It was noted that the patient¿s intrinsic rate was less than the programmed lower rates. The device remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).